Event description:
Intergra neuroscience licox bolt kits with defective parts: the collar on drill bit requires supplied hex wrench to remove but the hole where hex wrench is inserted was stripped in 2 kits. Second kit was an out of the box failure. Lot #020712. A third kit had to be opened to find a drill bit which could be used. The manufacturer was notified and the device will be returned to them.